Event description:
Information received a smiths medical ID warming/level 1 hotline low flow systems - hl-90 malfunctioned. The report indicated stated where you put the hose in there is a pin and that port is damaged. No patient adverse events reported.